Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A patient reported experiencing pain and pressure in back of both eyes a few days post a lasik procedure that included the use of a microkeratome for creating the corneal flap and an excimer laser. The pain was noted to evolve to being felt throughout the eye with frequent sharp pain that radiated. The severity of the pain increased steadily for the first six months post treatment, including pain episodes that incapacitated the patient for up to three days. The patient also noted having very dry eye that required preservative free tear drops and a serum on an hourly basis. The patient was evaluated approximately twice a month by the clinic that performed the lasik procedure. Five months post lasik, the patient was told by the clinic that they were usable to provide any other treatment options and the patient was referred to a pain specialist. The patient saw multiple ophthalmologists and was diagnosed with corneal neuropathy. The patient is now fifteen month post lasik and the symptoms have not improved despite all treatment options. These treatments included, topical anti-inflammatory drops, dry eye drops, nonsteroidal eye drops, oral anti-convulsing medication, oral anti-depressants, over the counter pain medications, moisture chamber goggles, bromfenac ophthalmic solution, topical night time eye gels, topical salt drops, acupuncture, diet changes and supplements, bandage contact lenses, and an aesthetic eye drop with no relief. The patient is an engineer and noted not being able to look at the computer screen for extended duration and is at risk for loosing his job. The patient is no longer able to travel or perform normal tasks in the evenings when the pain is most intense. Additional information requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The logfiles for the day of treatment do not show any abnormalities. All energy values were stable during the whole treatment day. The fluence test was successfully verified. Regular energy checks were performed according to the user manual by the surgeon. No errors and warning message appeared during the day. The system meets specifications and a product malfunction can be excluded to have contributed to the reported event. The system history shows that the laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. There is no indication that a product problem might have contributed to the reported event. The system meets specifications. (B)(4).